Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 10atm. The procedure was completed with a different device. No patient complications were reported.